Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt1585 showed no other similar product complaint(s) from this lot number. Device has not been returned, at this time.

Event description:
It was reported that the hub broke away from the lumen of the catheter. Nurse noted that it looked as if it had been cut off. No other information was provided.